Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No injury or medical intervention was reported.